Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that a piece of the septum, an internal rubber component of the seal, had separated from the seal. Engineering also observed that the shield, a plastic component of the seal, was also dislodged within the seal. Based on the condition of the returned unit and the description of the event, it is likely that the damaged septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments (gauze) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is reportable due to the dislodged shield that was observed during the evaluation of the returned unit.

Event description:
Procedure performed: ldga (upper gs surgery) event description: report from the sales rep: "the septum was popped out when inserted the scope into the seal." Initial investigation report by [distributor]: the event unit was returned to us and visually inspected. The septum was detached from the seal component. No visual damage was found in the ddb and shield. The unit will be returned to amr for further evaluation. The type of procedure was upper gs surgery as it was an ldga. The operation time was around 3 to 5 hours. The surgeon is an attending/skilled surgeon and it is unknown if there are any differences compared with the usual cases. The c0r47 was used as a camera port. Other devices/products that were inserted/removed from the damaged trocars were gauze and others. The number of insertions/removals into/from the damaged trocar was around 10 to 30 times. The surgeon found the damage during the case; the parts were also found during the case. The root cause is unknown. After the damage was found, the surgeon removed all damaged parts. Intraperitoneal irrigation was performed during the case. This is the first time this issue has occurred at this hospital. Type of intervention: all damaged parts were removed. Patient status: no patient injury.